Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for glass breakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that after use of the bd vacutainer® acd solution a blood collection tube has been found with glass breakage. The following has been provided by the initial reporter: it was reported that a tube broke while in transport. Customer called in to report samples are breaking, one on (B)(6) 2019 - broke while in transport (transported as usual) unknown date - patient dropped several of the tubes but only one broke. Unknown - if the patient have to be redrawn complaint 2 of 2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that after use of the bd vacutainer® acd solution a blood collection tube has been found with glass breakage. The following has been provided by the initial reporter: it was reported that a tube broke while in transport. Customer called in to report samples are breaking, one on (B)(6) 2019 - broke while in transport ( transported as usual) unknown date - patient dropped several of the tubes but only one broke. Unknown - if the patient have to be redrawn. Complaint 2 of 2.